Event description:
The customer reported approximately 5-10 ml of blue/green fluid from an unknown source leaked from the front panel near the top of their coulter hmx hematology analyzer w/ autoloader that was contained within the analyzer. The leak was observed while the customer was performing routine bsv (blood sampling valve) cleaning. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found the triple pinch valve (pv66) tubing at the top panel had cut (worn) and was leaking clenz reagent during the shutdown cycle. The fse replaced all tubing at pv66 to resolve the leak. He ran shutdown, startup, and qc, all within range. (B)(4).